Manufacturer narrative:
Received one device, visual inspection found no damage. Customer stated problem cannot be confirmed. Device is working normally. Electrical safety and functional test passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 phone number:(B)(6). B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in the device circuit. Patient involvement is unknown.